Manufacturer narrative:
Product event summary: the controller (B)(4), four batteries (B)(4), and one controller ac adapter (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller ac adapter revealed that the device passed functional testing; however, visual inspection revealed that the cable connector was worn out. This observation may possibly be related to the reported event. Failure analysis of the returned controller revealed a bent pin within power port one (1) of the controller. The bent pin did not allow a power source to easily connect to the controller. As a result, the reported event was confirmed. The most likely root cause of the damaged controller ac adapter connector can be attributed to the handling of the device. The most likely root cause of the reported bent pin can be attributed to a misalignment between the power port and power source connector. An internal investigation was initiated to capture events involving the bent/damaged pins with controller 2.0 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller passed functional testing and visual inspection revealed that the power connector had a broken socket pin. The returned controller ac adapter passed functional testing and visual inspection revealed excessive wear of the connector center block. Investigation is ongoing. Additional products: controller ac adapter, (B)(4), expiration date: unknown, UDI#: asku, device available for evaluation: yes, return date: (B)(6) 2017, devie evaluated by MFR?: yes. Mfg date: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: controller ac adapter (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 1650de serial# (B)(4) - battery product ID 1650de serial# (B)(4) - battery product ID 1650de serial# (B)(4) - battery product ID 1650de serial# (B)(4) - battery. Additional device involved in event: heartware® ventricular assist system - controller ac adapter, cac017547 - serial / 1430de - model d10: no. No, product not received - not returned to manufacturer . This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caring nurse that it was difficult to connect the controller ac adapter to power port one. A bent and broken pin was noted. The controller and adapter were exchanged. No patient complications have been reported as a result of this event.